Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition, engagement and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. Due to the found teflon pad damage the energy delivery test could not be performed. The examination of the customer system logs revealed no failure messages for this instrument. Additional observation not reported by site: the clamp arm was found to have melting of the teflon pad at the tip. A piece approximately 5mm x 2.5mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.